Event description:
It was reported that a patient presented to the emergency room. Device interrogation revealed high capture threshold and loss of capture on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.